Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: charge-coupled device (ccd) unit was humid, leading to poor quality image. In addition, the following reportable malfunctions were identified during the device evaluation: there was foreign material on the light guide rod lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a focus failure. There were no reports of patient harm.